Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16y0b, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on october 27th reported the cause of the lack of effectiveness was not determined. The rep stated it was unknown if the lack of effectiveness had been resolved. The rep stated it was still implant. The rep stated it was unknown if the lead was removed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va16y0b, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was not the same as the first original ins system (which had been removed for an MRI for breast cancer). As troubleshooting performed , there were program changes of configuration of the stimulation. The patient felt a little better but the ¿same as previous system¿. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. Additional information was received from a manufacturer's representative on 2017-oct-19 stating that the patient had been scheduled for a new lead and possible battery for lack of effectiveness. It was reported that there was a possible lead migration. No further complications were reported.